Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. The vessel morphology was reported to be severely diseased with severe calcification. It was reported that the physician had delivered the stent graft slightly high. The physician attempted to pull the stent graft down, however, the stent graft was pulled slightly lower than intended. The physician elected to place an aneurx aortic cuff which was placed partially covering the renal arteries the physician elected to place a bare metal stent and regained blood flow to the renal arteries. Final angiogram had good results. No add'l clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
.